Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display and also had button alarm. The customer¿s blood glucose level was 10.7 mmol/l. The customer stated that the pump¿s battery compartment was damaged. It was also reported that they had stuck button alarm. It was also reported that the pump had blank screen after receiving new battery cap. The customer was advised to inspect battery cap for damage or corrosion. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.